Event description:
The customer reported there were problems with the physics report. The focus on the large field size is very poor and the h4 was not visible on leads test phantom. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the xray generator. The sys now operates as intended.